Manufacturer narrative:
This report is submitted on may 10, 2023.

Event description:
Per the clinic, the patient experienced hyperemia, pain and an infection behind the ear (date not reported). Subsequently, the patient was treated with topical steroid and topical antibiotic (specific date and duration not reported).